Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module cable was defective. The power module was to be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged heartmate power module was confirmed via evaluation of the returned power module. The returned power module, serial number (B)(6), was evaluated and tested at the european distribution center (edc) on 01aug2025. The unit was visually inspected and damage to the monitor cable connector was observed. The power module was connected to ac power and booted up as intended. A self-test was performed and passed. The unit was opened, and further damage was revealed to the monitor cable connector. The unit was forwarded to the product performance engineering (ppe) department for further analysis. The power module was connected to a test system monitor, patient cable, and system controller and functioned as intended. The damage to the monitor cable connector did not impact communication with the system monitor. The provided information indicated no patient was involved. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook are currently available. Section e of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.